Event description:
Return reason : the customer reported that he could not measure cardiac output with this catheter. Analysis determined : investigation found that the #1 electrical connector pin is bent down over itself and the proper electrical connection could not be made. Defect origin is unk. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken : the corrective action is mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.